Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a faulty charged coupled device unit, a faulty cable and there was physical stress on a cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unspecified procedure, on the 4k camera head the image was intermittent and no image, then running for over an hour and switches off. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Event description:
The procedure was a diagnostic endobronchial ultrasonography, using a guide sheath (ebus-gs). The defect was detected, during inspection, prior to use. And no delays in procedure have been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the defective charge-coupled device unit led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.